Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the silicone of the percutaneous lead was noted. The log file submitted for review revealed multiple red heart alarms, low speed and low flow events, as well as intermittent pump stoppages. A repair of the external portion of the percutaneous lead was subsequently performed by a manufacturer's technical service team member.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support no further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.